Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the user found that the power switch of the subject device had failure. The service department of (B)(4) checked the subject device and found that the power switch of the subject device had failure and the subject device could not be turned on, then repaired the subject device replacing to new power switch on-site. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the malfunction likely occurred due to damage to the power switch caused by the amount of operating force applied to the switch and the number of times the switch had been used. A design change to the power switch was implemented to mitigate these types of issue. The subject device was manufactured prior to the design change.